Event description:
International affiliate reports that during final tightening of a set screw, the distal tip of the moss miami final tightener broke off from the instrument. The broken tip remains in the implanted set screw. There was no resulting delay. Concomitant device = expedium torque wrench handle, (B)(4).

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
(B)(4). Device manufacture dates: lot g0110 = 03/03/2010, lot g0107 = 01/30/2007. The affiliate had reported that the tip of one moss miami final tightener had broken off from the instrument. Two final tighteners, lot numbers g0110 and g0107, were returned for evaluation. Visual inspection found the tips of both instruments to have negligible / no material damage. The driver tips were not broken. Functional testing with a mating set screw found both final tighteners functioned as required. Reviews of the device history records identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The product complaint cannot be confirmed. At this time, the complaint is considered to be closed.